Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During procedure, the offset acetabular cup impactor got stuck in the cup. The doctor had to remove the cup after it was impacted. The procedure was completed successfully with a surgical delay of approximately 20 minutes. The procedure being performed was a direct total hip. It should be noted that two cups were wasted.

Manufacturer narrative:
Corrected data: brand name; product code; common device name; catalog #; lot #, returned to manufacturer on; PMA/510(k) # an event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed following inspection of the returned bolt and tritanium shell which remain locked together. Method & results: -device evaluation and results: visual inspection: the cup impactor bolt was returned assembled to the tritanium shell. The cup impactor bolt was visually unremarkable. Dimensional inspection: not performed as it was confirmed the event is within the scope of a CAPA. Functional inspection: the returned bolt could not be disassembled from the tritanium shell (catalog 502-03-54e). -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of a CAPA opened for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from shell. The CAPA found two root causes: insufficient assembly instructions and training on the usage of the instrument.

Event description:
During procedure, the offset acetabular cup impactor got stuck in the cup. The doctor had to remove the cup after it was impacted. The procedure was completed successfully with a surgical delay of approximately 20 minutes. The procedure being performed was a direct total hip. It should be noted that two cups were wasted.